Manufacturer narrative:
An event regarding a periprosthetic fracture involving a trident shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant concluded that: the first revision surgery was necessitated by a fracture of the bone supporting the acetabular component caused by a boating accident. The second revision surgery was necessitated by infection. In neither instance is there enough evidence presented to establish causation related to the total hip implants. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device and xrays are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Posterior acetabular periprosthetic fracture from wake boarding accident. Right hip.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Posterior acetabular periprosthetic fracture from wake boarding accident. Right hip.